Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2011, the patient claimed that her blood glucose has been running at 200-300 mg/dl for the past few weeks. The patient reportedly had symptoms of hunger and dizziness. There was no report of any ketones. The patient was able to correct her blood glucose to within target the time of concern with the animas insulin pump. The patient is concern her blood glucose is slow to respond to the insulin correction via the animas insulin pump. During the troubleshooting session, the patient indicated that she had issue with bubbles in her cartridge. In addition, her insulin apidra seems to be cloudy, a sign that the insulin could be denatured. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported as a malfunction due to the alleged bubbles in the cartridge issue.